Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicated that no further information will be available regarding the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (concentration 1,000.0 mcg/ml, dose rate of 101.4 mcg/day), and bupivacaine with (concentration 4,500.0 mcg/ml, dose rate 456.2 mcg/day) via an implantable pump. It was reported that the patient presented to the service for pump retraction procedure. At the time of evaluation by the specialist physician, dehiscence was evident in the wound located below the pump pocket, with a foul odor. Regarding medical management, it was decided not to perform the pump retraction and to proceed with hospitalization for ordering laboratory tests, imaging evaluation to rule out fluid collections near the pump, and determining the course of action regarding the pump (retain or remove it). They were to perform all corresponding examinations to determine if there was an infection, if it had advanced, and how far the tissue was involved. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved as of (B)(6) 2025. The patient's medical history was unknown or would not be made available.